Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and could not reproduce the alleged malfunction. The stm did notice moisture in the tubing assembly filter and that the safety disk was expired. As a preventive measure he replaced the tubing assembly filter. The stm also replaced the expired safety disk. The iabp then passed all calibration, functional and safety tests that were performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer has reported that the cs300 intra-aortic balloon pump (iabp) had an auto fill failure issue. It is unknown when the event occurred. However, no patient involvement or adverse event was reported.